Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w ver 4.11e. Retainer = black. Case type = ngp. The customer returned the pump for alleged no communication with the transmitter found on 12/7/2022. The pump passed the self test and displacement test. A test p-cap locks properly into the reservoir compartment, however, a partially broken retainer was noted during an initial inspection. Successfully downloaded the trace and history files using thus. The pump was programmed with a guardian link 3 transmitter and test plug. The pump was calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the transmitter and test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, sensor signal not found alarm, or any additional unexpected sensor-related errors were noted. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor during the visual inspection. The following were noted during the physical inspection: partially broken retainer, scratched case, broken belt clip rails, cracked select button keypad overlay, stained keypad overlay, serial number label faded, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. No communication with the transmitter is not confirmed however, moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the transmitter and pump. No harm requiring medical intervention was reported. Troubleshoot unknown. It was unknown whether the customer will continue the use of the device, but the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.